Event description:
It was reported that during the implant procedure, high, out of range, pacing and high voltage lead impedances were observed. A lead helix anomaly was also observed. The lead was not implanted and was replaced with no further issues.

Manufacturer narrative:
UDI (di): (B)(4). The reported field event of a helix anomaly was confirmed in the laboratory and attributed to damage on the ptfe tubing. The damage on the ptfe tubing restricted helix actuation and was consistent with a potential manufacturing anomaly.